Manufacturer narrative:
Insulin pump passed the displacement test but loose drive support disk anomaly during visual inspection. Insulin pump received with broken reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump battery cap edge of the reservoir sticking out. The device will be returned for analysis.